Event description:
Pt was being transferred from bed to shower chair using the liftem lift. The boom of the lift swung to the left, beyond the point of normal range, during the transfer causing the lift to tip and drop the pt. The legs of the lift were fully extended and spread according to instructions.